Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6)2008 and gynemesh ps was implanted. It was reported that following insertion the patient experienced stress incontinence, urgency, urethral hypermobility, intrinsic urethral sphincter deficiency, midline cystocele, urinary frequency, nocturia, uti, urinary retention, dysuria, acute cystitis, protusion from vagina, and pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.